Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant : sui, "uretovaginal" prolapse. Concurrent procedures: tvh, anterior/posterior colporrhaphy, uterosacral vaginal suspension. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, recurrent urinary incontinence, urinary and vaginal infections, physical pain and discomfort, severe pain, pain during intercourse, recurrent urinary infections. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.